Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53 alarm (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, the customer was able to clear the alarm and was unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test and displacement test. Unit successfully downloaded to thump. No pump error 53 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 53 (line number 2004 file number 188) on (B)(6) 2025 20:30:11.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, stained keypad overlay, dented retainer ring and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pcb2 board. Retainer ring damage confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.